Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-10318, 1627487-2012-10320. The patient (B)(6) received the scs system which included two lead extensions (from different lots) and an ipg. It was reported the patient stopped feeling stimulation. Diagnostic testing identified invalid impedances. X-ray imagery revealed both extensions had partially pulled out of the ipg header. The physician elected to proceed with surgical intervention. Intra-operative testing confirmed that the impedance issues were isolated to the lead extensions. The physician removed and replaced both lead extensions which resolved the issue. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.